Manufacturer narrative:
The product was discarded at the hospital and was unable to be investigated. The lot of impella pump has no other complaints leveled against it. Most likely the cause of the bleeding was due to the deep vasculature in the obese patient. The IFU states to observe for (B)(6), and this patient was noted to be obese. His body habitus did not allow the repositioning sheath to traverse the length of the tissue tract completely, to achieve hemostasis and tamponade the artery. In addition the IFU states the following: "when securing the repositioning sheath, vascular closure may be difficult in obese patients with extensive adipose tissue." (B)(4).

Event description:
An (B)(6) male patient in cardiogenic shock had an impella cp placed for hemodynamic support. Due to the patient size the sheath could not be advanced into position to achieve hemostasis. The tissue track was too deep due to his body habitus. The patient lost blood from the groin access site and needed vascular intervention to achieve hemostasis. A cut down was done and sutures were placed. One unit of blood product was infused and the support continued for the angioplasty procedure and transfer to the ICU.